Event description:
The customer reported via phone call that he had a keypad anomaly on the insulin pump. Customer's blood glucose was 372 mg/dl at the time of the incident. Customer stated that the bottom arrow button was not responding. Customer stated that he keeps the pump in his pocket. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer declined troubleshooting for high blood glucose. When the customer changed the battery and started to put in the reservoir, he noticed that the piston would not withdraw and the buttons would not respond.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent down arrow button response due to corroded keypad traces. No unexpected rewinding anomalies noted. The insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.